Event description:
It was reported that a cartridge alarm occurred, preventing successful loading of the new cartridge, and the alarm recurred despite attempts to resolve it. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. To address the issue, the customer planned to use multiple daily injections (mdi) as backup therapy for insulin delivery, and tandem technical support arranged to replace the in-warranty pump with an out-of-warranty loaner pump as a temporary solution.